Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture and deformation occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 40mm in length, eccentric, graft anastomosis target lesion was located in the non-tortuous, non-calcified, and 3.5mm in diameter left main artery. Predilation was performed using a 3mmx12mm emerge balloon catheter. A 32mmx3.50mm omega stent was used, however, the stent was fractured and deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent. The omega stent delivery system (sds) was not returned for analysis. There was blood on the stent. Microscopic examination revealed that the entire stent was stretched with overlapping, flared, and bent struts. The stent was not fractured. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent fracture and deformation occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 40mm in length, eccentric, graft anastomosis target lesion was located in the non-tortuous, non-calcified, and 3.5mm in diameter left main artery. Predilation was performed using a 3mmx12mm emerge balloon catheter. A 32mmx3.50mm omega¿ stent was used, however, the stent was fractured and deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.